Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-06441. It was reported the patient's scs system did not provide adequate pain relief. Reportedly, reprogramming was attempted to no avail. X-rays taken did not confirm lead migration. As a result, the physician will consider surgical intervention as the next course of action.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-06441, 1627487-2019-05982.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-06441, 1627487-2019-05982. Follow-up information revealed the patient underwent surgical intervention where the scs system was explanted and replaced. Reportedly, the patient has effective therapy following the procedure. The patient is happy with the results. Please note: the patient's ipg has been added to the report as a new device (device 3).